Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and did continuity resistance test and sensor failed per specification.

Event description:
Customer reported issues with sensor glucose verses blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose reading ranged from 336 to 363 mg/dl, while the sensor glucose ranged from 42 to 197 mg/dl. Therefore, sensor glucose and blood glucose difference was not within acceptable range. Troubleshooting was done. Replacement product is being sent.